Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an unacceptable difference between sensor glucose that was 3.3 mmol/l and blood glucose that was 10 mmol/l. The error resulted into suspension of insulin delivery. No harm requiring medical intervention was reported. The troubleshooting was performed, and the issue was unresolved. The customer discontinued using the sensor. The sensor will not be returned for product analysis.